Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, distributor) regarding a patient having spinal therapy. It was reported that a legacy broken after implantation on the patient. After a year and 4 months the patient got back to the doctor of the implementation and when they made the x- rays to check the patient, they found the screws were broken and they made another surgery to remove the broken legacy screws and replaced them with another one from competitors. There was no patient symptom reported. There were no further complications reported regarding the event.

Manufacturer narrative:
Radiographic image assessment concluded antero posterior l4-s1 pedicle screw instrumentation. S1 screws appear fractured bilaterally. Lateral x-ray of first image. Magnified lateral x-ray. Both s1 screws appear fractured. Magnified antero posterior x-ray. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.